Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a right internal jugular vein port placement procedure in the upper edge of t6 using the powerport m.r.I. Isp. During the procedure, when the doctor attempted to flush the tubing, it did not flush properly, and the fluid did not flow smoothly. Upon examination, a compressed area (depression) was observed in the tubing of the implanted port, which hindered smooth aspiration and infusion of fluid. There was no reported patient injury.